Manufacturer narrative:
The customer has not returned the device for evaluation. (B) (4)

Event description:
The user indicated that during the operation, he found something like brown oil released from the bite tip under scope. No other information is available.